Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. Upon scheduled follow-up performed on (B)(6) 2010, one non-sustained noise oversensing episode was observed. No inappropriate therapy was delivered (non-sustained episode).

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B)(4). The oversensing episode recorded was a non-sustained episode and did not trigger any therapy (because it was non-sustained). A single and very short burst of noise was observed. Both ICD ad programmer operated as specified.